Manufacturer narrative:
Device has been in use for over 5 years, maintenance history is unknown and device is no longer in warranty. Info reports consumer was being transferred when the lift tipped over. Unclear if proper transfer methods were followed. Manufacturer is attempting to have device returned for eval.

Event description:
The consumer was being transferred in the shower area when the legs allegedly collapsed inward, the lift tipped over and the consumer fell to the floor. The consumer allegedly broke their femur.